Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) levels elevated (435 mg/dl) due to incorrect basal settings. Customer addressed elevated bgs by administering a bolus using the pump, and changing the basal rate. Customer also consulted with their healthcare provider.